Event description:
Boston scientific received information that when reviewing the arrhythmia logbook for this pacemaker dependent patient, there were three episodes on three different days of oversensing noise leading to inappropriate non-sustained ventricular tachycardia (vt) events with pacing inhibition and a few seconds of asystole. It was noted that the oversensing of noise was isolated to the three days, thus electromagnetic interference (emi) was discussed but a source was not able to be identified. Rv lead impedances, thresholds and amplitude measurements are stable. The clinic was unable to reproduce the noise in the office thus they reprogrammed the right ventricular (rv) lead sensitivity and scheduled patient for a follow-up visit. The plan is to continue to monitor the patient. The patient did report being lightheaded.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.